Manufacturer narrative:
(B)(4). The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a bilateral temporomandibular replacement. Subsequently, the patient underwent a reoperation on the left side approximately nine (9) months post initial procedure due to pain, swelling, difficulty chewing, and chronic mechanical noise with tinnitus. The devices were repositioned. Approximately two years ago on an unknown date, the patient had all devices removed and replaced with competitor products.